Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a peripheral percutaneous intervention, a balloon separation occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm spcb flextome mr monorail was selected to treat the target lesion. During preparation, upon removal of the balloon protector the balloon separated from the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.